Event description:
The reporter stated that during the phacocmulsification procedure a posterior capsular tear had occurred in the pt's eye. The reporter stated that the pt had weak zonules and this may have caused the capsular tear. An anterior vitrectomy was performed. A staar phacoemulsification machine was used. An anterior chamber lens was implanted.